Manufacturer narrative:
(B)(4). The subject rt265 infant ventilator circuit dual heated with mr290 autofeed chamber has been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel healthcare field representative, that an rt265 infant ventilator circuit dual heated with mr290 autofeed chamber failed the ventilator leak test during setup and prior to patient use. There was no patient involvement as the issue was found whilst the device was not in use on a patient.